Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed no evidence of a load step malfunction or any unusual use. The pump powered on normally during testing and passed the ez prime steps successfully. The pump was able to detect the cartridge and prime correctly. During evaluation, the force sensor calibration was out of specifications. The pump was opened and no issues were found with the circuit board. The force sensor resistance was found to be within specifications.